Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via medtronic representative regarding a patient implanted with a spinal product using a cement mixer for a balloon kyphoplasty. It was reported the cement mixer was damaged.  The part did not come off when the package was opened, but when the cement was injected into the bfd, the part came off and was broken, and it could not be used anymore. It is unknown when the mixer broke during bfd injection. The product was replaced with another one and there was no problem in the operation.  No malfunctions have occurred with bone cement. However, another bone cement has been opened due to breakage to the mixer. The product was unable to be used at that time.  Until then, the doctor had done about 100 cases, but the event of this time is the first time. The pre-op diagnosis was a compression fracture. There was a delay of less than 60 minutes in the overall procedure time. The surgery was performed successfully using a new product. It is unknown if in-patient hospitalization or prolongation of existing hospitalization was necessary. No health damage in the patient was reported. The product was replaced by a medtronic product. No further complications reported/ anticipated.

Manufacturer narrative:
H3: analysis summary part #a07a, lot #0010190948. The mixer body that plunger was stuck , and the valve that came off from the body connected to the bfd nozzle were returned. The bone cement adhesion was found at the connection between the body and the valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via medtronic representative regarding a patient implanted with a spinal product using a cement mixer for a balloon kyphoplasty. It was reported the cement mixer was damaged. The part did not come off when the package was opened, but when the cement was injected into the bfd, the part came off and was broken, and it could not be used anymore. It is unknown when the mixer broke during bfd injection. The product was replaced with another one and there was no problem in the operation.  No malfunctions have occurred with bone cement. However, another bone cement has been opened due to breakage to the mixer. The product was unable to be used at that time.  Until then, the doctor had done about 100 cases, but the event of this time is the first time. The pre-op diagnosis was a compression fracture. There was a delay of less than 60 minutes in the overall procedure time. The surgery was performed successfully using a new product. It is unknown if in-patient hospitalization or prolongation of existing hospitalization was necessary. No health damage in the patient was reported. The product was replaced by a medtronic product. No further complications reported/ anticipated.